Manufacturer narrative:
Additional info: additional information was received and it was learnt that the surgeon was unable to satisfactorily correct the patient's vision with glasses, hence the explant. The patient was reported doing fine. Device evaluation: the intraocular lens (iol) was returned at the manufacturing site for evaluation. Visual inspection revealed that the lens was cut in half, most probably to make explant possible. Considering the condition of the lens additional analysis was not possible. The customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. There were no non conformances with respect to the manufacturing process. There were no associated nonconformity reports or deviations. The in-line optical inspection data shows the lens is within power specification; hence the lens meets the specified cosmetic requirements. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted from the patient's left eye due to a reported miscalculation of the lens. The patient reported poor visual clarity and uncorrected refraction. There was no patient injury reported and the lens was replaced with a little smaller, 23.0 diopter non amo lens. No further information was provided.